Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73d1800014 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip cannot be fired beforehand, and the jaw cannot be closed after the 5th clip was used. Single hol clips were used to complete the surgery. The patient is fine.

Event description:
It was reported that the clip cannot be fired beforehand, and the jaw cannot be closed after the 5th clip was used. Single hol clips were used to complete the surgery. The patient is fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. However, the next three clips were unable to properly load , and it was observed that the pusher head was to the side of the clips. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. The clip stacking prevented the feeder from staying behind the clips which caused the mis-loading of the clips. A non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "failure to function" was confirmed based upon the sample received. One device was returned with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.